Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the event. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported dry eye and contact lens irritation in a patient's right eye 3 days post photo refractive keratectomy (prk). Patient reported sensitivity to light. Patient increased artificial tears usage. Contact lenses was replaced. Upon follow up, no irritation or light sensitivity reported. Vision is improving. Patient still has some dryness which artificial tears are being used to treat.